Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. The customer also had pneumonia. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.